Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and alarmed button error. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the keypad flex cable was not seated properly on the keypad connector on the printed circuit board. No unexpected stuck button alarms noted during our testing. All of the buttons function properly; no damage to keypad traces noted during our visual inspection. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.